Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Analysis of the pump identified corrosion/wear/lubrication in the gear train of the pump motor. Analysis also found that there was a motor stall due to shaft-bearing. There was also an anomaly with the pump battery identified, with high resistance in the battery. (B)(4).

Event description:
It was reported that the pump was returned on (B)(6) 2016, and there was no complaint against the device, as the device was returned with no information. On (B)(6) 2016, analysis found that the pump battery had high resistance, that the pump motor had corrosion and/or wear and/or lubrication, and there was also a motor stall due to shaft bearing. If any additional information is provided, the event will be updated.

Manufacturer narrative:
Regarding analysis of the pump on 2016-dec-29, the pump¿s log indicated that the following medications were being administered as of (B)(6) 2015: sufentanil with concentration 100.0 mcg/ml at a dose rate of 65.05 mcg/day and bupivacaine with concentration 24.0 mg/ml at a dose rate of 15.613 mg/day.

Event description:
Additional information was received from the healthcare provider (hcp). The certified medical assistant (cma) confirmed that their facility managed the patient¿s pump, and there had not been any concerns with the patient¿s device or infusion therapy. The patient¿s dose had been titrated down, in preparation for a routine device replacement that did not occur because the patient¿s family did not want their mother to go through the replacement surgery due to her age.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.